Event description:
On 5/1/98 the complainant provided an oral fluid specimen using the episcreen hiv-1 oral specimen collection device. Complainant broke out with itching, and bumps and blisters on the arms and legs immediately following the collection procedure. Complainant continued to have bumps and itching of the arms three days later. The complainant reported to epitope's physician consultant that complainant had no add'l systemic complaints.